Event description:
Fabric is separating on surgical gowns after several washings. Fabric separation allows for "strikethrough". Manufacturer states to expect 50 washings out of gowns. Gown had 30-35 documented washings.